Manufacturer narrative:
Pump was received with a flashing at medtronic logo. Unable to perform the displacement test, sleep current measurement test, active current measurement test, self test or verify unresponsive button due to display anomaly. Pump was cut open to perform visual inspection and found moisture damage on the pcba1/ pcba2/battery connector/motor/vibrator/force sensor. Swapping out test boards confirms display anomaly is isolated to pcba2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: cracked lcd window and pillowing keypad overlay. Unable verify unresponsive button. However, pump was received with a flashing at medtronic logo due to moisture damage pcba2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the location of the damage was on the display, had solid white flashing, and observed a keypad anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884 and mmt-442ak. Troubleshooting was performed for the cosmetic damage and the damage impacting pump functionality. Troubleshooting was performed for the solid white screen, and the customer confirmed that the screen is not displaying a flashing medtronic logo. Troubleshooting was performed for the keypad anomaly, and the pump has not been exposed to altitude change. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-442ak

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.